Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on the right/left knob, c-cover (plastic distal end cover), nozzle, a-rubber (bending section cover), the adhesive on the a-rubber, the connecting tube, and the light guide connector. There was no patient involvement.